Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI - (B)(4). Complaint sample was evaluated and the reported event was confirmed. The DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to transit damage. Investigation into this issue determined the cloudy appearance manifests due to the implant movement and poly bag is ruffed/rubbed during the transit. The likely condition of the product when leaving zimmer biomet was conforming to specifications. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial knee surgery that upon opening of the device, the inner plastic packaging inside the sterile packaging was cloudy. It was noted that the surgeon did not use the implant.